Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced hyperglycemia, with blood glucose reaching approximately 396 mg/dl after breakfast, in the context of a recent pump occlusion that had led to tubing replacement and a subsequent gap in insulin delivery consistent with the pump being paused or off. Symptoms included elevated blood glucose. Outcomes included recovery without hospitalization, with glucose declining from 396 to 312 mg/dl after the pump was resumed and hydration was initiated. Investigation included review of device data and user troubleshooting. Investigation of this case revealed interrupted insulin delivery consistent with user-initiated pause or pump being off, followed by restoration of automated dosing when the pump was put back on. It was concluded, based on previously established findings for similar reports, that the cause was user-related interruption of insulin delivery.